Manufacturer narrative:
Received 1 used silicone catheter. The reported issue was confirmed; however, the cause is unknown. Per visual inspection, the cap and valve were disconnected from inflation arm of the catheter. No others issues/ damages were observed along the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the valve on the foley catheter was broken prior to use. Per additional information, the inflation valve of the balloon was disconnected.